Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that the insulin pump had insulin pump error alarm and insulin pump¿s buttons were unresponsive. The customer blood glucose level during the event was 214 mg/dl. Customer was assisted with troubleshooting. Customer stated that the minutes change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device powered up after battery installation and was stuck in a pump error 53 alarm, pump error 3 alarm, and frozen display after insulin pump errors are cleared, fault isolated to the electronic assembly. Unable to download the device, verify unresponsive keypad, and perform the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test due to pump error 53 alarm, pump error 3 alarm, and frozen display.